Manufacturer narrative:
The product associated with the event was returned and evaluation / analysis was performed. The engineer determined the issue was associated with the device speaker assembly. After parts replacement, the device was returned to functional use.

Event description:
It was reported the device had a speaker malfunction. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.